Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, customer went swimming with the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer's blood glucose level was 277 mg/dl. The customer re-loaded the cartridge to resolve the issue.